Manufacturer narrative:
The patient had a heart transplant on (B)(6) 2022 (MFR#2916596-2022-16102). A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had two prior episodes where they were treated with ertapenem for about 3 weeks, but the driveline exit site infection with saracino marcescens recurred afterwards. The patient had to be on ongoing suppressive therapy for persistent infection until heart transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an infection on (B)(6) 2020 and was treated with ertapenem for about 3 weeks, but the infection recurred afterwards.